Event description:
The customer reported to olympus, the evis exera iii colonovideoscope failed microbiological testing during reprocessing. Aerobic bacteria pseudomonas aeruginosa and klebsiella pneumoniae were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device by two independent companies, both had the same results after testing days apart. They believe there must be a tear in the scope. In addition, it was noted, the distal end insulation test failed, the bending angle did not meet specification, the bending rubber adhesive was detached, the bending section was heavy when down angulated, the light guide tube had wrinkles, the mouthpiece was loose, the up/down knob cannot be locked securely due to wear of lock engagement lever, and up/down angle knob had an uneven rotation, play, or noise. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.